Event description:
It was reported that during an implant attempt, the lead could not pace the ventricle. Several different positions were attempted with no change. The physician decided to implant another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Helix length stretched out of specification. (B)(4).